Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the head of the pump was found to be ruptured when the package was opened.

Event description:
It was reported that the head of the pump was found to be ruptured upon opening the package.

Manufacturer narrative:
The reported event was confirmed as a use related. Photo samples were received from the customer. No cracks or ruptures were noted on the photo samples. The eagle inflation device and x-force dilation catheter were returned in the original packaging and photos of the returned sample was sent to the supplier. Based on the evaluation of the photo samples the needle gauge was not in the zero box. Debris was noted around the device however, no cracks were noted. The physical sample was received and an additional evaluation was performed. The gauge needle was not in the zero box on the physical sample no other anomalies were noted. The root cause for this failure mode would be over pressurization by the user. The device history review was not required due to the reported issue was confirmed as use related. The instructions for use were found adequate and state the following: "do not exceed the recommended rated burst pressure (rbp) 30 atm for this device. Balloon rupture may occur if the rbp rating is exceeded." H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.